Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policy.

Manufacturer narrative:
Sc-1160 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policy. Additional information was received that the explanted ipg was returned to bsn.